Manufacturer narrative:
Patient information is unknown. PMA / 510k: this report is for a titanium mesh - unknown lot; unknown part. UDI number is unknown. Complainant part has not been returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a self-tapping cortex screw broke during a hardware removal on (B)(6) 2017. The patient underwent an open reduction internal fixation (orif) surgery for the treatment of the ankle fracture and was implanted with a self-tapping cortex on (B)(6) 2016. The patient returned to the operating room on (B)(6) 2017 for the hardware removal. When the surgeon was explanting the screw, the screw broke into two pieces. The surgeon was able to remove one of the pieces without any difficulty and the other half was retained. The surgery was completed uneventfully without any delay. The patient status was reported to be fine. This complaint involves one (1) device. This report is for a cortex screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Follow-up 1: correction: adverse event box should not be checked.

Manufacturer narrative:
Corrected data: this report is for an unknown cortex screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.